Manufacturer narrative:
Product complaint # (B)(4). Additional information duplicate file located. Note: event reported on maude report: mw5065252 and manufacturer report: 2210968-2016-14912. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Additional information duplicate file located. Note: event reported on maude report: mw5065252 and manufacturer report: 2210968-2016-14912. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: how was it taken or used: topical. Date the person first started taking or using the product: (B)(6) 2016. Date the person stopped taking or using the product: (B)(6) 2016. Do you still have the product in case we need to evaluate it? No. Presurgery cleaning and incision closure. ¿a surgeon pulled data from the FDA maude database and emailed to ethicon. The information was reconciled and the following report was unable to be located in our legacy systems as the information was limited. Therefore this complaint was created to capture mw5065252: this medwatch report is in response to receipt of a voluntary medwatch report mw5065252. As no contact information has been provided, no follow up can or will be performed at this time. Should further details be provided, the file will be updated accordingly. No product available for return. Note: events reported on mw# 2210968-2024-03842 mw# 2210968-2024-03843. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent unknown surgery on an unknown date in 2016 and topical skin adhesive was used. Patient was scrubbed prior to abdominal surgery with chlorhexidine wipes. Incisions were closed with adhesive. Approx 4 days after surgery, a severe rash started to appear in the entire area where I was scrubbed. The rash progressively worsened around the 4 incisions sites, extensive blistering occurred. This may have been due to the adhesive combining with the chlorhexidine or due to the adhesive trapping the chlorhexidine underneath it. Blistering and rash have continued without improvement (day 10 post-surgery).